Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen at an unknown dose and concentration via an implantable pump for intractable spasticity. It was reported that the patient had an operation unrelated to the pump and post-operatively, the patient was having intractable pain. The patient was in the intensive care unit and they were wondering if there was a possibility that the pump had stopped working and the patient was having baclofen withdrawal. The patient ad had much more pain medication than was anticipated and was not responding as much as she was previously. The event date was noted to be (B)(6) 2017 no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
Additional information was received from a healthcare provider. It was stated that everything was working with the baclofen pump. The hcp interrogated the pump and there were no issue. It was also reported there was no withdrawal. The patient was in the intensive care unit for pneumonia. The event was not related to device/therapy. The patient's pneumonia resolved. The patient's weight was unknown at the time of event. No further complications were anticipated/reported. MDR decision corrected to not reportable. No additional supplementals required.